Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a cracked downstream occlusion (dso) seal. The event history log (ehl) was reviewed. The alarm related to dso was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to out of calibration of the dso sensor. The dso seal will be replaced, and the dso sensor will be calibrated.

Event description:
The customer initially stated that an ambulatory infusion pump had a low threshold for triggering downstream occlusion and after investigation it was found that the pump had a cracked downstream occlusion (dso) sensor which can lead to interruption of therapy. The event occurred during epidural administration. There was no patient involvement.